Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) peritoneal dialysis (pd) transfer sets experienced a separation between the female connector and the main body of the twist clamp. These defects were observed at the hospital continuous ambulatory peritoneal dialysis (capd) room after treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: two (2) actual samples were received for evaluation. One (1) transfer set had a blue connector of a 2l dianeal twin bag attached to the female connector and the other sample had the minicap attached to the female connector. A visual inspection with the naked eye and magnification noted the female connector separated from the light blue main body on both samples. There was evidence on the female connector indicating the insert chip was present during the assembly process. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.